Event description:
It was reported that a patient underwent an unknown spinal revision for bleeding with hematoma. It was noted that during the revision, the rod bender broke during bending. It was further reported that during the procedure, the "rod jumped out of the instrument and injured the doctor in the eye, then fell into the patient situs. The surgeon claims pain with visual disturbance on the affected eye." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the damages observed are consistent with a fatigue damaging of the roller pin due to lateral load applied during multiple bending of rods along the use of the bender (bender used since 2005 according to the lot number). No deviation or non-conformances have been recorded for the lot number km05d002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.